Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that an ar-12990n scorpion¿ needle, knee's tip was damaged during a routine use on the meniscus in an mmprt procedure. The procedure was completed successfully using another ar-12990n. There was no patient harm.